Manufacturer narrative:
Concomitant medical devices: 407645, lead, implanted on (B)(6) 2007; 419478, lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined rv coil impedances. A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.